Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6), 2021, a 12mm amplatzer septal occluder was chosen for asd procedure. However upon implanting the device, it had presented in a "cobra shape" on the angiography while deploying out of the trevisio delivery system. The device removed and exchanged with another device of the same size was chosen and no adverse effect was seen.

Manufacturer narrative:
The reported event of the device deploying in a cobra conformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.